Manufacturer narrative:
Sections with additional information as of 07-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: returned product was forwarded to packaging based on complaint's description. Internal evaluation has been completed and no abnormalities observed. H10: most likely underlying root cause: mlc-9: user error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Pending investigation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for missing package item, stating that the vial of test strips she had purchased was missing the code chip. Customer stated that the seal was on the test strip vial. The customer feels well and did not report any symptoms. No past medical attention was reported.